Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, from the date of manufacture (february 22, 2013) it was presumed that the power switch was damaged due to the amount of operating force applied to the power switch and the number times the power switch was used. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found that the reported issue was confirmed. The unit upon inspection found power button with old type switch and needs to be upgraded. In addition, the units bulb life hours noted to be 400 hours and needs to be replaced. Based on evaluation findings the reported failure was confirmed, found to be due to old type switch power button. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during preparation for use the power button was stuck, in the ¿up¿ position and it cannot turn on. There was no patient involvement, no user harm reported.